Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5151371. Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the right ventricular lead exhibited inappropriate low voltage output due to oversensing. It was also noted the lead exhibited low impedance. No intervention was reported. No patient consequences were reported. No additional information was available.